Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken main tube approximately at the distal tip. Fragments were found missing. Components adjacent to this broken main tube did not show damage. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the fenestrated bipolar forceps instrument got stuck in the middle of the case. Customer undocked and had to remove the entire instrument, however, the cannula could not be removed. A backup instrument of the same kind was used to complete the procedure with no patient harm. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on (B)(6) 2024: during a prostatectomy procedure it was reported that the bipolar instrument was clunky, but still able to be moved. There was no significant instrument clashing that occurred. A crack in the casing was identified which caused the metal portion of the instrument wrist to bend at 20 degrees. Because of the issue, the instrument wrist was unable to be fully straightened preventing it from being removed from the trocar. The instrument and trocar were removed together. The incision site did not need to be extended. The procedure was able to be completed with the use of a new trocar and instrument. There was no injury to the patient.